Event description:
It was reported that the customer received two occlusion alarms during basal and bolus delivery. The customer changed out the infusion set and cartridge prior to contacting tandem technical support. No additional occlusion alarms had occurred. The customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.